Event description:
It was reported that the patient implanted with this artificial urinary sphincter (aus) began to experience recurring incontinence despite the device still functioning. A surgical procedure was performed during which the cause of incontinence was determined to be sub-cuff urethral atrophy. The existing aus was explanted and a new system was implanted with a cuff of different size. No further patient complications were reported.